Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing of noise on the atrial channel. Additionally, there was intermittent drop in pacing impedance measuring at less than 200 ohms. The ventricular tachycardia mode of the device was configured to a setting other than monitor therapy. At the physician's request, all device therapies were deactivated. The device remains implanted and no additional adverse patient effects were reported.